Event description:
It was reported that a peritoneal dialysis (pd) patient who performed pd therapy with a homechoice (hc) device experienced a bilateral inguinal hernia. The hernia was diagnosed after the start of pd therapy and required surgical intervention. Almost, three months after the onset of symptoms, the patient undergone an outpatient procedure for hernia repair and began back up hemodialysis for undetermined time for healing hernia repairs. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The sample analysis was not performed as the device was already routed to service. Prior to being routed to service, the device was found to meet functional and electrical performance specification requirements per rite testing. The device passed the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. A review of the service history was not performed as this is not required for newly built electromechanical devices which have not been previously serviced. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as complaint (B)(4).